Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got critical pump error was displayed on screen. The customer¿s blood glucose level was 10mmol/l at the time of incident. Troubleshooting was not performed. The product will be returned for the analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or download device history files due to the force sensor cable is incompletely plugged in.